Event description:
The customer reported that the system shut down without command. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.